Event description:
The patient reported a change in symptoms, specifically, weakness and wanted to have her dose decreased. A follow-up report will be sent if additional information becomes available.